Event description:
A consumer reported a problem with his implantable neurostimulator (ins), which he had been experiencing for over a year now. It would go up to a very high level on its own and shock him for about two minutes then it would back to normal. The consumer was looking to have someone determine what was wrong with his ins or remove it since it had not been doing him any good being off. The consumer noted he worked at a government facility with airplanes. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.